Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reported pump was hot to touch and overheated/bulged/swelled. Reportedly, the pump was charging during the event. The customer declined a pump replacement and continued to use the pump for insulin therapy.